Event description:
It was reported that this pacemaker patient passed away on (B)(6) 2025. The patient had undergone coronary artery bypass grafting (CABG) on (B)(6) 2025, during which time the pacemaker had been programmed to electrocautery protection mode, doo and lrl at 80 ppm. Device transmissions from (B)(6) showed flat atrial and ventricular egms, as expected due to the patient passing. There was also another device transmission the evening of (B)(6) at which time the patient's wife stated the patient was still alive, and those egms were also flat. Technical services discussed that this was because the pacemaker was still in electrocautery protection mode. The doo mode provides pacing in the atrial and ventricular channels, but no sensing occurs. Additionally, the electrocautery protection mode is not meant to be used for long-term pacing because it can be pro-arrhythmic. Due to the programming, it was not possible to determine if the patient's death was related to an arrhythmia. The pacemaker appeared to be functioning as programmed and there was no device allegation.. Good faith effort for follow-up yielded no additional information from the local sales representative or the health care professional (hcp) at the patient's device clinic. The device system was likely not explanted post-mortem.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.